Event description:
Nurse inserted catheter using normal technique. Bleeding was then noted at insertion site. Nurse disconnected catheter barrel and catheter hub fell to the side at which time it was noted that catheter missing from hub. Nurse put torniquet on arm until physician arrival at which time 1/2 inch incision made and catheter was retrieved.